Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following results:the audio function was found to be above specifications during testing. A loss of prime alarm was simulated during testing; with the alarm set to audible. The pump alerted clearly for the loss of prime alarm. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump did not emit an alarm when the sound settings were set to high. The patient¿s blood glucose levels allegedly reached 300 mg/dl and the patient had a headache, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.